Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. One day after onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. Beginning on the day the patient was hospitalized, the patient was treated with tazact injection 4.5 grams once a day intravenously (duration not reported) and vancomycin injection 1 gram intraperitoneally (frequency and duration not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing. The patient was recovered from the peritonitis event. No additional information is available.